Event description:
An anonymous medwatch reort was received from the FDA with the following event description: "the pacer working on the defib found not to be working while attempting to use it on a pt. A second defib had to be brought in. Biomedical engineering found defective pcb in unit.